Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00535.

Event description:
Allegedly the patient was revised due to mom complications (left).